Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified brown particles, a crease fold, wear abrasion and an opening. A leak test was performed and found an opening on the anterior. A microscopic analysis was performed which identified a striated edge opening on the posterior/anterior side, consistent with the use of a surgical tool and sharp crease on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. A striated edge opening on posterior side due to surgical damage. A crease sharp opening on posterior due to an fold flaw opening. A striated edge opening on anterior side due to surgical damage.

Event description:
Patient reported a right side deflation. Device has been explanted.